Event description:
Per the note attached with this pump, the facility reported that this infusion pump turns on and constantly alarms. It is not known if this occurred while infusing on a pt. The facility representative stated that no pt injury was reported on this pump since the last baxter service event. Information regarding pt demographic, medication involved and device programming was requested but none was provided.